Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the system is down and requires a software update. The device was not in use on a patient.